Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted prophylactically and replaced with another guidant crt-d due to the recall advisory. The device was functioning appropriately. It was also reported that this transvenous defibrillation lead had dislodged since implant. The lead was successfully repositioned. This coronary sinus lead had also dislodged slightly, and was repositioned due to high pacing thresholds and because the patient experienced diaphragmatic stimulation at low outputs.